Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had premature battery depletion. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Electrical testing did not show any anomalies. Longevity testing was in normal range of operation.

Event description:
Additional information received that indicated the device was explanted and replaced. The patient was stable throughout procedure.